Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, deployment of the first 29 mm sapien 3 ultra resilia (s3ur) valve was complicated by a premature ventricular contraction (pvc) or loss of capture, resulting in embolization of the valve into the ascending aorta before full inflation. The balloon was deflated, rapid pacing was stopped, and wire position was maintained in the left ventricle. The patient remained stable. The team repositioned the balloon within the valve, resumed pacing, and attempted to drag the transcatheter heart valve (thv) into the descending aorta. There was significant calcium in the aortic arch, and the valve was digging into the aorta in the transverse arch. Angiography was performed to assess whether or not the great vessels were compromised with the valve position. Due to the patient's bovine arch anatomy, the carotid arteries were not compromised. Although it was unclear whether the valve skirt was partially covering the ostium of the left subclavian artery, it appeared the left subclavian had adequate flow. The embolized 29 mm thv was post-dilated with nominal volume to ensure full expansion and secure positioning in the transverse arch. A second 29 mm s3ur valve was prepared per the instructions for use and deployed without incident. No paravalvular leak (pvl) was observed. A final root angiogram confirmed proper positioning of both valves and absence of aortic dissection or damage. The patient remained stable and was discharged in good condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement {tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a premature ventricular contraction (pvc) or loss of capture may have caused or contributed to the thv embolization into the aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.